Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary right l5-s1 spinal root decompression. Seven weeks later, the pt presented with "radiculitis". The investigator noted the event as mild in intensity. The physician did not prescribe treatment for the condition. In 2000 the pt presented with "myospasms" which the investigator characterized as mild in intensity. Again the physician did not prescribe treatment for the condition. It was noted that the radiculitis resolved without treatment - date unk. "It is not lost to follow-up" with no further data available. The investigator noted both events as unrelated to the administration of adcon-l. The investigator noted idiosyncratic effect as a possible explanation for both events.